Event description:
Medics attended to a person diagnosed as unresponsive, pulseless and apneic. The pt's downtime was not known. The device was attached and an automated ECG analysis was performed resulting in no shock advised. After approximately 1 minute, the device allegedly displayed an inappropriate "connect electrodes" alarm. Device power was cycled in an attempt to restore proper operation. The device continued to display the "connect electrodes" alarm. After replacing the defibrillation electrodes, the device no longer displayed the "connect electrodes" alarm and a second automated ECG analysis was performed resulting in no shock advised. After approximately 1 1/2 minutes, the device again allegedly displayed an inappropriate "connect electrodes" alarm and use of the device was discontinued. The pt was resuscitated but expired later at the hosp. There were no adverse affects to the pt reported as a result of the alleged malfunction.